Manufacturer narrative:
H3: the revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear. However, this cannot be confirmed as the device was not available for evaluation and images of the explanted device/radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. B1, b2, b3, d6b, h6 - investigation findings, investigation conclusion, h7 and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomittants: 02-010-01-0240 - femur ps cem.nº4 izq. 4046014. 02-012-45-4040 - bandeja tibial logic fit 4f/4t 4169329. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During the week of (B)(6) , representatives of exactech, inc. And exactech spain conducted an inperson site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6) was implanted with a 02-012-35-4009-inserto tibial logic ps 4, 9 mm, serial number (B)(4) on (B)(6) 2016. The insert was manufactured on 10/19/2015 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 10/19/2015 and was 0.35 years shelf age at the time of implant. In 2021, approximately 5.0 years post implantation, the patient underwent revision for wear of the polyethylene. No additional details are available at this time.